Event description:
Dimensional discrepancy. The customer has reported via the tm, that there is a difference in sizing between the accolade rasp and the definitive accolade implant. It was further stated that the actual stem sticks out of the femur up to 4-5mm further than where the rasp falls too.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 39 events associated with this event type (dimensional discrepancy and product code (B) (4)).